Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment results: the reported event of cage main body fracture was confirmed via visual inspection of the returned device. No manufacturing issues were found that may have contributed to the reported failure. Conclusion: according to the surgical technique, the spacer must be inserted gently and progressively. The probable root cause of this event is too much impaction force applied to insert the cage into a tight disc space.

Event description:
It was reported that while impacting a 9x25x4 degree 8 straight cage into l5-s1 disc space the cage broke into multiple pieces.

Event description:
It was reported that while impacting a 9x25x4 degree 8 straight cage into l5-s1 disc space the cage broke into multiple pieces.